Manufacturer narrative:
H6: 4110 - work order search found no similar complaints. Manufacturer narrative:. Secondary surgical intervention to reposition the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. Later, there were two attemps to reposition the lens. A lens removal and replacement is planned. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
B5: lens was later exchanged for a same size, different axis lens, and the problem was resolved. H3: product evaluation: lens was returned with moisture within a microcentrifuge vial. Visual inspection found a haptic broken lens. Dimensional inspection found the lens to be manufactured within specifications. Claim# (B)(4).